Manufacturer narrative:
The tech found a screw was broken off in the hex rod which did not allow the caster to engage into brake. The tech replaced the hex rod and screw to repair the stretcher.

Event description:
Info received indicates the right head end brake caster is not engaging into brake.